Event description:
During a follow up call a peritoneal dialysis (pd) nurse reported the pt was hospitalized for contamination peritonitis. The following is from the medical records provided by the pt's treatment facility. The pt presented to the emergency room with a history of two to three weeks of progressively worsening abdominal pain. She was diagnosed with contamination staphyloccus epidermis peritonitis and treated with vancomycin, fortaz and zosyn. She was discharged (B)(6) 20214.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.